Event description:
A representative reported that the old pump was not providing effective relief, and the patient wanted the pump replaced. No symptoms were reported. The medication used within the system was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4) no longer applies to this event. Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal. Analysis of the pump revealed no anomalies. Conclusion code no longer applies to this event.

Event description:
The healthcare provider later reported the cause of the event was the patient did not respond to medication, and the catheter was fractured at the distal segment. The cause of the event was not the pump. They further stated there was no drug response secondary to catheter disconnect (partially illegible). They noted an MRI, x-ray, or CT was performed in (B)(6) 2013, though the results were illegible. A revision and replacement of the pump and catheter were noted to have occurred. Symptoms included a lack of effect. The patient required hospitalization, and their outcome was no injury. The healthcare provider later reported that, with regards to the previously reported and partially illegible information, they did not know what occurred in (B)(6) 2013. The catheter issue was confirmed to be a break/fracture. They also clarified the catheter was broken at the back anchor; that the break was at the distal segment "at back of anchor". The patient had not been back in to see them since then, though they were to check on the patient outcome and further investigate the cause of the event and call back. The healthcare provider later reported that they did not know if there was any cause for the catheter disconnect. They further stated they did not know the cause of the fractured catheter. The patient was doing better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.